Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose (bg) level was over 600 mg/dl. A manual injection was administered to address bg. Multiple attempts were made by tandem technical support to continue troubleshooting; however no response was received, therefore no additional information could be obtained.